Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date corrected to 06may2021.

Manufacturer narrative:
Become aware date corrected to (b)(60 2020 and event date corrected to (B)(6) 2019.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date corrected to 05may2021

Event description:
It has been reported that the device is failing its self tests.